Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for evaluation. The delivery system was investigated visually for external damage. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off. The delivery system did not have any visible damage. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was performed. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing procedures for over five years. No known adverse events were reported.